Event description:
Customer reported that there is physical damage to the insulin pump. Customer's blood glucose reading was 154 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit had minor scratched display window and broken reservoir tube lip. However the test reservoir was held inside of the reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).